Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: there were no pump reboot events observed in the black box to support the power loss allegation. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. There was a crack along the side of the battery compartment threads. The battery cap threads were stripped. A test cap was used for a 24 hour duration test without any reboots.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.